Event description:
It was reported that during a hip labrum repair surgery the surgeon inserted the first anchor ar-3636h. When he removed the spear, one of the tiger wire passing sutures came out with the spear. He used an instrument to pass the suture around the labrum and he used a 3.5 pushlock (ar-1926bc) to secure the suture into the bone. The surgeon would not have to use a pushlok if the knotless had worked without tearing. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.